Event description:
"The tip came off 2 catheters while in the pt."

Manufacturer narrative:
Product has not yet been returned to MFR for evaluation. A follow-up report will be issued upon completion of investigation.